Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation of the subject ICD, an error message was displayed. Smartview version 2.50 was still installed on the programmer. The ICD was successfully interrogated in the same center in (B)(6) 2016. Reportedly, it is unknown whether the patient went to another center in the meantime and was upgraded there. Preliminary analysis results confirmed that the subject ICD had already been upgraded in v2.4.2. The smartview 2.50 cannot support this embedded software version of platinum, as specified, which is why the ICD could not be interrogated with this programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation of the subject ICD, an error message was displayed. Smartview version 2.50 was still installed on the programmer. The ICD was successfully interrogated in the same center in (B)(6) 2016. Reportedly, it is unknown whether the patient went to another center in the meantime and was upgraded there. Preliminary analysis results confirmed that the subject ICD had already been upgraded in v2.4.2. The smartview 2.50 cannot support this embedded software version of platinum, as specified, which is why the ICD could not be interrogated with this programmer.